Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. All operating currents are within the specifications no unexpected low battery, off no power or failed battery test alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.